Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
It was reported that the ventilator produced the "oxygen device failed" alarm. The ventilator was being used on a patient at the time that the problem was discovered; however there was no patient harm. The patient's information could not be disclosed.

Manufacturer narrative:
Date rec¿d by MFR : 22aug2019, date of report : 27aug2019. The manufacturer¿s international service technician evaluated the ventilator. The occurrence of the "oxygen device failed" diagnostic code was confirmed in the diagnostic report, however, the problem could not be duplicated. The service technician could not confirm any abnormalities regarding the ventilator's oxygen, so no repairs were required for this event. During evaluation, the service technician identified that the led (light emitting diode) of the power switch had an illumination failure. The service technician replaced the power switch overlay to address the led failure and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.